Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. Customer reports that they were able to clear the alarm and able to rewind the insulin pump. Customer states displacement test was performed and found the pump error. The insulin pump will be returned for analysis.